Event description:
The svc report shows that while performing tests on the unit, the audio alarm went silent. Mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.